Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient alleged that they have a defective cardiac resynchronization therapy defibrillator (crt-d) device which exhibited a quick loss of longevity. The patient has indicated that ever since implant they have been experiencing "pain on my whole left side, in the left arm, under the arm, pains around unit, around the breast area and down the left arm." They have also been having difficulty with breathing and has had to increase the use of her puffers. The device remains in use. No further patient complications have been reported as a result of this event.